Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2007; 638rl28 heart ring, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device had reached recommended replacement time earlier than expected. The atrial lead was noted to have chronically high thresholds since implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.